Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a nurse to a company representative and forwarded by our local affiliate (B)(4). This case involves a (B)(6) female patient (who is a nurse) who received two treatments of poly-l-lactic acid therapy, once in (B)(6) 2008 and the other in (B)(6) 2008. Seven mls were injected for hollow cheeks. Relevant medical history and concomitant medication information were not mentioned. After the treatment provided in (B)(6) 2008, the patient bruised "quite badly" and she was unhappy with the results. The patient claims to now have lines on her face that were not there before treatment. She states that this is when she smiles and that the nurse's before and after photographs were not taken smiling. The patient has now sought a second opinion from two other practitioners. The reporter states that she feels there is nothing wrong with the results, but that she does require further treatment. Event outcome is unknown. (B)(4). Reporter's causality assessment: not provided.

Manufacturer narrative:
Additional information received on 22-nov-08: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Additional follow-up information received on 04-dec-08: no medical history was provided. It is unknown if the patient had experienced similar events after treatment with poly-l-lactic or any other product. No histology or laboratory tests were performed. The patient had no concomitant pathologies. On (B)(6) 2008, the patient received treatment with poly-I-lactic acid, diluted with 5ml water and 2ml lidocaine with 7ml in total injected into the hollows of her cheeks and temple area. Batch number a7018. On (B)(6) 2008, the patient poly-l-lactic acid diluted with 5ml water and 2ml lidocaine with 7ml in total injected into the nasolabials. Batch number a7018. On (B)(6) 2008, the patient developed an unusual amount of bruising. No corrective treatment was given. The bruising resolved seven to ten days later. The patient described bad bruising post second treatment and in (B)(6) complained of more lines on her face than before. The nurse does not see them herself but the patient is blaming poly-l-lactic treatment. The nurse stated that if the incident were to occur again, it would not lead to death or serious injury/deterioration in health. The causality assessment between the events and poly-l-lactic acid was reported as highly probable. No further information is expected.